Event description:
A patient was admitted for an elective procedure to three vessels. The target lesion were reported as concentric and calcified with no clot, the left main to lad lesion was a 43mm de novo, type c and the left circumflex lesion was a de novo, 15mm bifurcated type b2. The first cypher (3.0x28mm) was implanted at 16atm for 30 seconds; the seconds cypher (3.5x23mm) was implanted at 16atm for 30 seconds; the third cypher (3.0x18mm) was implanted at 18atm for 30 seconds. Postdilation was conducted with a 3.75x8.0mm balloon at 20 atm for 20 seconds. Ivus was conducted. Timi flow pre and postprocedure was three. Residual stenosis was 0%, five and a half weeks later, the patient developed, fever, arrhythmias, and went into cardiac arrest. Resuscitation and cag were done and thrombus was confirmed in the cypher stent in the proximal la. The thrombus was treated with poba and aspiration.